Event description:
Complaint coordinator (cc) reports eight incidents of blood leaks with CT 210 dialyzers. The fibers broke during the fifth pt use. Cc reports that a small volume of blood was lost with each incident. Cc denies any pt injuries or medical interventions associated with these incidents.